Event description:
Customer returned their orthopat machine on (B)(6) 2009 without calling prior to the return. Upon receipt an internal blood spill was observed. No injury or reaction was reported.

Manufacturer narrative:
Customers returned their orthopat machine on (B)(6) 2009 without calling prior to the return. Upon receipt an internal blood spill was observed. No injury or reaction was reported. Eval confirmed a blood spill which damaged components to the device. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).